Event description:
In summary, per the letter from the high school's athletic department - (B)(6) 2017, 7:30 am, the end-user, (B)(6), came into the athletic training room (at the high school) after running cross country morning workouts around the grass fields. It was fairly humid around 7:00 am when they began running. He sat on the table closest to the exit to receive treatment on a right achilles soreness he had been experiencing for the past few weeks. He had electrodes placed on his lateral and medical lower leg around his sore area. He was hooked up by 11th grade student trainer, (B)(6). He had been on for about a couple minutes when he loses consciousness. Assistant athletic trainer, (B)(6) was in the back getting ice for another athlete, when the student trainer began yelling for him. (B)(6) is slumped over. (B)(6) ran to (B)(6) immediately to check for a pulse, asking, "are you with me (B)(6)?" (B)(6) is taken off the e-stim unit immediately at this time. (B)(6) holds (B)(6) up so he doesn't fall off the table. (B)(6) is sitting and slumped towards the right - he wakes up and looks lethargic; his pupils are dilated. Another athlete, (B)(6), was hooked up to the same machine next to (B)(6). (B)(6) stated that he felt weak and sleepy. (B)(6) then passes out again, and begins seizing. (B)(6) calls 911 as (B)(6) assess (B)(6). (B)(6) is broken out in a cold sweat all over his body - he wakes up about 10-15 seconds later, and asks what happened. (B)(6) tells (B)(6) what's happened, and (B)(6) immediately begins remembering things. (B)(6) lays (B)(6) down and elevates his lower extremities. (B)(6) grabs his pulse oximeter and it shows he has about 96-97% oxygen with a pulse around 58-62 bpm. (B)(6) is alert and talking to (B)(6) again. (B)(6) gets off the phone with 911, and the mom is called - she is on her way. Ems then arrives and begins assessing. The dad then called (B)(6) to question the machine - (B)(6) tells him it is a tens unit that many of the athletes use daily to receive treatment - (B)(6) is alert now and ems is there.